Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that on an unknown date, the patient had their ins moved from their flank to their abdomen due to pain and trouble recharging. No further complications were reported or anticipated.